Manufacturer narrative:
Steris endoscopy has requested the return of the device subject of the event for evaluation. Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported at the start of a patient procedure the capsule cup of their advance capsule endoscope delivery device would not thread onto the catheter. There was report of a procedure delay; the procedure was completed successfully with a different device. No report of injury.

Manufacturer narrative:
Two advance capsule endoscope delivery devices subject of the reported event were returned for evaluation. One device was found to be operating properly. The capsule cup on the second device was unable to thread onto the catheter. However, an exact cause of this could not be determined. The instructions for use contains the following instructions, "hold the white portion of the capsule cup between thumb and forefinger, with clear end facing out. Attach the clear end of the capsule cup onto the threaded end of the catheter by turning the capsule cup in a clockwise direction. Tighten capsule cup until it stops, and the catheter begins to turn. Pull gently on the capsule cup to confirm proper connection." The device history record for the lot subject of the reported event was reviewed and confirmed the product was manufactured to specifications; no abnormalities were noted. Additionally, there have been no other complaints associated with this lot. No additional issues have been reported.